Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the system controller produced a driveline fault alarm. The patient was utilizing an ungrounded power module patient cable at the time of the alarm. The lvad clinician cleared the alarm when the patient was seen in clinic. The system controller log file was reviewed by technical services, and confirmed the driveline fault alarm. Three system controller log files were submitted from three different controllers that had been connected to the lvad system. All three controllers produced a driveline fault alarm. Log file review confirmed the driveline fault alarms. On (B)(6) 2017, it was reported that the patient was stable, at home, and with the lvad system connected to an ungrounded power module patient cable. The patient was asymptomatic. It was subsequently reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as respiratory arrest and hypoxic. Further information was provided by the lvad clinician that the patient¿s death was not associated with the lvad therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log files confirmed the reported driveline fault alarms; however, a specific cause for the alarms could not be determined through this evaluation. Three log files from three different system controllers were submitted for review. Review of one of the log files showed that driveline fault alarms were recorded on (B)(6) 2017 from 4:06 - 11:35. The log file data showed that the driveline fault alarms did not affect the controller's ability to operate the pump at the set speed; no interruptions in pump function or notable changes in pump parameters were captured in all three submitted log files. The data recorded in all three log files showed that the hex values for phase 2 were significantly reduced in respect to the other two motor phases, indicating a potential inner conductor breakdown issue with either the black or brown wire in the driveline. Following this event, the patient remained ongoing on (B)(4) with no further complaints reported. The patient ultimately expired on (B)(6) 2017 due to an issue unrelated to the device or device therapy and it was reported that the pump would not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.